Event description:
On (B)(6) 2025, the patient contacted inogen, to report that bag had gotten damaged, the poc fumbled around and due to this she had gotten short of breath. The patient confirmed she was hospitalized for three days due to the incident.

Manufacturer narrative:
Per the patient she reported the device caused her to be hospitalized for 3 days due to its malfunction.this report is being submitted out of an abundance of caution regarding the carry bag for the g3 which caued the device to malfunction.